Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "upstream occlusion" which was found through a review of the event history log by the presence of "upstream occlusion" alarms however the log cannot be used to distinguish true and false alarms. The pump was tested for upstream occlusion detection and found the pump to function as intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no patient involvement. No additional information is available.